Event description:
When the crna was trying to intubate, the tip of blade shattered and broke into 3 small pieces and resulted in an emergency situation. The root of the pt's mouth and the larynx had minor issues. The customer had their "code" team come out and remove all of the pieces on the pt. So far the pt's larynx and mouth seems to not have any life threatening issues. Bronchoscope and a chest x-ray was performed on a pt to confirm all broken pieces were collected.